Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the customer had issues with air bubbles in the reservoir since the beginning of (B)(6) of this year. Customer's blood glucose level was not reported. The device was not returned.